Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 0 with fault ID 0x2864, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before return using prepaid label within 10 days, and advised customer to reenter pump settings and reconnect cgm to replacement pump, which customer understood and acknowledged.